Manufacturer narrative:
Ge has performed an investigation of this issue and the results conclude an error in a software algorithm occurs when transitioning from b-mode to cf-mode when in ECG gated 3d while using the 4vc-d probe. The issue may produce a mi up to 2.36, and it only exists with this combination of clinical scenario and probes. Also, ge has concluded it is rare harm would occur from either cavitation or probe temperature because of the combined specific device settings and the clinical scenario(s) required for the issue to occur. In the clinical scenario exposure to cavitation will be very limited because ultrasound transmission/scanning is performed for 4 heart beats (typically) while 3d cf data is acquired. Additionally, probe temperature surveillance will stop the scanning when the thermistor in the probe reach 42.5degc, thus avoiding any over-temperature conditions.

Event description:
As part of an internal software code review during design development work of a future product it was determined that the vivid e95, software version 202.46.0, has the potential to produce a mechanical index (mi) above the 510(k) guidance global maximum (mi = 1.9) when in ECG gated 3d color flow (cf) using a 4vc-d probe. There has been no report of the system exceeding mi from customers, nor are there any reported injuries attributed to this issue.